Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the physician removed the penumbra system ace 60 reperfusion catheter (ace60) from the packaging hoop and found the proximal end to be kinked upon flushing with saline on the back table. The damage to the ace60 was found prior to use, therefore; it was not used in the procedure. The procedure was completed using a new ace60.

Manufacturer narrative:
Results: the ace60 was kinked approximately 2.0 cm from the hub. During functional testing, the ace60 was flushed with air while submerged in the bleach solution and air bubbles were seen at the kinked location. The strain relief was unwound, and it was noticed that the liner beneath the strain relief was damaged. Conclusions: evaluation of the returned ace60 confirmed a kink. If the device is retracted at extreme angles during removal from its packaging hoop or otherwise mishandled during preparation, damage such as a kink will likely occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.